Event description:
"Gs attachment gets heated up quickly within 5-10 minutes of use" was reported by the customer. On follow-up conversation with the foreign distributor, they said that the attachment overheated during the surgery with no impact to patient or user.